Event description:
The customer tested her blood glucose using both of her breeze meters. The first meter read 137 and 172 mg/dl. When she tested with the second meter, she received a high reading of 556 mg/dl. The difference between the readings falls in the "c" and "d" zones of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.